Manufacturer narrative:
Concomitant products: product ID 3037, serial# (B)(4), product type programmer, patient; product ID 3 889-28, lot# va0886t, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient was displeased and thought implant and infection could have been handled better. It was also mentioned that the patient had a bladder infection and was urinating ¿pure blood¿ for months. It was reported the 2 of the lead electrodes were broken. It was then clarified that when the patient stated that 2 or her leads were broken, she was talking about program 3 and 4 not working. The patient was scheduled for an interrogation today and wanted to see the specialist in minnesota that was mentioned by her urologist. The patient was seen last monday and stated that programs 1 and 2 ¿barely worked.¿ the patient¿s legs twitched, but she ¿did not feel much.¿ it was further stated that on programs 3 or 4, stimulation could be increase to ¿7 or as high as it would go¿ and the patient would feel nothing. It was noted that 3 years ago, the patient had a mesh tape implanted after a hysterectomy and it caused a lot of pain. A revision was done, but the patient still had frequency. Additional information received reported that impedance testing was performed, along with some reprogramming. The impedances were ¿fine¿ at 1 volt on all combinations. It was mentioned that the doctor diagnosed a possible lead migration due to rapid weight loss. The doctor thought the lead migrated further into the placement site and was picking up some ¿s2 response.¿ the therapy effectiveness had diminished since implant. There was no planned medical intervention. It was later reported that the patient had a loss of effect. The patient saw the healthcare provider (hcp) on (B)(6) 2013 and the ins stopped ¿working and serving its purpose.¿ it was stated only 1 program worked and the patient was told this was due to losing weight. The hcp was to order imaging tests soon.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient called the manufacturer and reported that she thinks her device was implanted incorrectly. The patient stated that all but on of the settings was not working and that this started on (B)(6) 2013, eventually non of the settings worked for the patient. The patient stated that she has since had the system explanted. The patient stated that "they had to clip the wire" and that x-rays conducted prior to the explant showed that the device had not moved. The patient is now "struggling to get better." The patient called back again on the same day and requested a list of events on record regarding this patient. The list was as follows: uti before and after implant. On (B)(6) 2012-prior to implant CT scan right hip. On (B)(6) 2013-implant surgery fluoroscatic imaging done. On (B)(6) 2013-2 weeks post implant therapy not helping symptoms. On (B)(6) 2013-patient reports being sick and loosing weight. On (B)(6) 2013-interval placement of sacral nerve stimulator unchanged in position compared to post implant films. On (B)(6) 2013-ins fail due to migration of lead due to weight loss. On (B)(6) 2014 explant patient requested to know the manufacturer representative who was at the initial implant procedure, it was reviewed with the patient that the name of the rep is unknown. It was additionally reported that the patient had pocket pain and pain in the glutteal area where the ins was implanted. (B)(4).

Manufacturer narrative:
Correction to related rr reference number, the correct number is 3004209178-2013-23668. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.